Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. No information has been provided to date.

Event description:
It was reported that the calibration failed. There was no patient injury reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection of the device found tamper seal missing. There was no evidence of the error in the event history log. The customer reported problem was not verified. Calibration test was performed on the pump and pump passed the calibration test. The cause of the reported problem is noted as being due to failed calibration which contradicts the results of the tests performed. For preventative measure, the downstream occlusion sensor seal was replaced. The root cause of the reported problem was unknown. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Other, other text: b5: additional information was received by the manufacturer on (B)(6)-2022 via email and attached in the complaint object: all issues found with these devices were found during testing at our facility. No patient or technician involvement was indicated at the time the pump was received at the facility for repair and recertification.h6: event problem and evaluation codes: updates are not required.h10: a sample has been received by manufacturing and investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.